Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices were not forming clips properly and were delivering scissored clips. This occurred on the first firing with both devices. A third device was used to complete the procedure. It was unknown if a cholangiogram was used during the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. In an attempt to replicate the reported incident the device was functionally evaluated. Upon testing, the device was cycled and ten scissored clips were formed due to the misaligned condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).